Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes blue line classic for obese patient revealed two micro holes in the cuff, causing leakage and making it necessary to change out cannula. Risk for airway compromise.